Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Report source foreign country: (B)(6). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the site reported two popping sounds from the mobile view station (mvs). Then there was a small smell of smoke. The 2 red lights under the main fuses at the back of the mvs were lit and there was no power to the system. When they were troubleshooting the issue they noticed the 2 red lights under the main fuse on the mvs. The probable cause of the reported issue is that the fuses were blown due to a power surge. New fuses have been ordered. No patient was present at the time of the event.

Manufacturer narrative:
H3) the manufacturer representative went to the site to test the imaging system. The mobile view station (mvs) could not boot because the uninterruptible power supply (ups) had failed. The fuses were blown and there was a reported burning smell. The ups had power but it would not boot fully. The ups was replaced and then the mvs booted correctly. New fuses were ordered also. The system was functionally checked and tested. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H3) the mobile view station (mvs) power supply was returned for analysis. Functional testing determined that the power supply was ma lfunctioning causing the reported issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.